Event description:
A false (B)(6) advia centaur xp hbsag result was obtained for a patient sample. Repeat testing was performed after respinning and the results were (B)(6). A redraw sample was tested and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011.(B)(4) 2012: additional information:patients were dosed with vancomycin.

Manufacturer narrative:
The cause for the false (B)(6) hbsag result is unknown. The qc was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.